Event description:
It was reported the patient experienced post-operative abdominal pain. Surgical intervention was taken the next day to remove the surgical lead and replaced with a paddle lead. Follow-up revealed surgical intervention resolved the issue and the patient is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.